Manufacturer narrative:
H3, h6: the navio handpiece, pfsr110137, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The evaluation failed; the gear would not turn by hand and the system could not communicate with the handpiece due to debris build up. The most likely cause of this event is mechanical failure related to the motor due to debris build up. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint, however, no further escalation action is required. The surgical technique guide provides a ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As a part of corrective action a design change, improving the moisture barrier within the motor, will help reduce debris build up. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that, during femur cut stage in a navio assisted surgery, the error "internal cable failure" came on the screen. On restarting, the error 40000000000 was displayed on the screen. The error corresponds to siu and handpiece failure. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the problem reported.